Event description:
Boston scientific received information that this product had declared elective replacement indicator (eri) and was explanted due to normal battery depletion. No adverse patient effects were reported. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.